Event description:
A report was rec'd from a foreign service agent that after setting up a pt for treatment, the "console" button on the hand control was pressed. When the operator reached the control console outside the treatment room, the arm was reported to be rotating by itself. The arm rotated into the underside of the treatment table stretcher. The pt on the stretcher was not injured.